Event description:
The patient experienced pain and swelling beside the lead. The area was not red. The pain occasionally radiated to the device pocket. The device did control their symptoms. The patient was put on 5 days of steroids. Further information from the patient's healthcare professional (hcp) indicated that it was unknown if the device could be attributed to the devices. The hpc confirmed the patient's pain. An x-ray was performed and was noted as normal. Re-programming led to no improvement. It was noted that the device was removed. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4).